Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) is ongoing. The reported problem (constantly resetting, does not prompt to press response buttons to activate, loud screeching noise) has been confirmed. As received, the monitor was resetting. The cause of the problem has been isolated to the computer analog (ca) board (B)(4). A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
A (B)(6) male pt's wife contacted zoll customer support to report that the pt's monitor is constantly resetting, does not prompt to press response buttons to activate, and gave a loud screeching noise. The pt was issued a replacement monitor.